Event description:
The insulin pump was received without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. However, the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.